Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7278 implantable cardioverter defibrillator (ICD), (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received three inappropriate shocks due to noise and oversensing. The lead had an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.